Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a 75% stenosed lesion in the proximal to mid left anterior descending (lad) artery with moderate calcification. Intravascular ultra sound (ivus) examination was performed, and the lesion was pre-dilated. A 2.5 x 28 xience v stent was implanted in the mid lad, and a 2.5 x 15 xience was implanted in the proximal lad at 9 atmospheres (atms), and then at 16 atms. The stents were over-lapping. The calcified lesion was not fully dilated; therefore, post-dilatation was performed, and ivus confirmed that the stents were fully apposed to the vessel wall. On (B)(6) 2011, the patient complained of chest pain, and angiography was performed which revealed that the proximal lad, where the 2.5 x 15 xience was implanted, was totally occluded with thrombosis. Thrombus aspiration was performed; however, ivus confirmed that thrombosis was still remaining; therefore, a voyager nc balloon was used, and a 3.0 x 18 xience v stent was implanted to treat the remaining thrombosis. Ivus was performed, and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5 x 15 stent is being filed under a separate medwatch MFR number. In this case, there was no reported product deficiency. The reported angina and thrombosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted that IFU states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. In this case, the implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. .